Manufacturer narrative:
Patient's age, weight, other relevant history, including preexisting medical conditions are unknown. Implant and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.